Event description:
The customer contacted baxter's technical service center regarding end therapy assistance, which occurred on the homechoice (hc) during use, during initial drain. The home patient's (hp) puppy bit through the line. The hp requested assistance ending therapy. The baxter technical service representative (tsr) assisted as requested. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2012, and she was able to resume therapy after starting over with new supplies. She said her puppy is curious about everything and accidentally bit through her line. Since then, she has been completing therapy successfully. There was patient involvement, but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was animal damage, which is a use error that will cause damage to the patient line and may lead to contamination.the label review found the labeling adequate for the use error in this complaint.